Event description:
It was reported to medtronic neurosurgery that the shunt was malfunctioning after the neurosurgeon tried to adjust it several times. According to the report, the pt had to have revision surgery.

Manufacturer narrative:
The valve was patent. The device did not meet the requirements for siphon, reflux and leak testing due to multiple tears in the top of the delta chamber. It is unknown how or when this damage occurred. This precluded pressure-flow and preimplantation testing. All performance levels could be set with a single attempt, and a level change could not be induced by laboratory personnel without using a magnet. The instructions for use that accompanies the product cautions that care should be taken in handling the product as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
The valve was patent. The device did not meet the requirements for siphon, reflux and leak testing due to multiple tears in the top of the delta chamber. It is unk how or when this damage occurred. This precluded pressure-flow and preimplantation testing. All performance levels could be set with a single attempt, and a level change could not be induced by lab personnel without using a magnet. The instructions for use that accompanies the product cautions that care should be taken in handling the product as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR.